Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels range (300-461 mg/dl) with large ketones present. The customer delivered manual injections to stabilize bg level. Reportedly, the customer had changed out the infusion set site prior to contacting tandem technical support (cts). During the call with cts, a system check was performed. The customer noted seeing 1 drop of insulin exiting the tubing for a 5u test bolus. It was indicated that the customer would change out the infusion set site.